Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died one week after they were admitted to the hospital. The cause of death was determined as stroke. The patient suffered from atrial fibrillation which was treated with medications, causing the epistaxis occasionally.